Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered. The equipment was reportedly thrown away at the hospital, there is no indication that the equipment will be returned. The device flag data from the last download ((B)(6) 2019) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. Device evaluation of electrode belt sn (B)(4) was unable to be completed. The reported problem (adjust belt messages) could not be duplicated. Upon investigation the flags did not indicate any device malfunction

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019. The patient reported removing the electrode belt due to the frequent gong alarms. It was reported that the equipment was cut off of the patient and thrown away at the hospital. It was unclear if the patient was wearing the device when he arrived at the hospital due to conflicting reports. Per review of patient flag files, the patient last wore the device on (B)(6) 2019. The device was shut down on (B)(6) 2019. The patient was last seen in sinus rhythm at 95 bpm (with motion artifact causing the appearance of asystole). Per review of the flags there was no evidence of excessive gong alarms. No indication at this time that the device caused or contributed to the patient death. Making determination that the event is reportable due to the patient not wearing device due to gong alarms.